Event description:
A caregiver reported on behalf of the customer, who received high glucose results from an abbott diabetes care (adc) device. The customer received unspecifed high sensor scan results compared to readings obtained from an adc meter respectively. The customer experienced symptoms of seizures and shakiness. They were unable to self-treat and required a non-healthcare professional (non-hcp) to provide candy as treatment. The customer was then taken to the hospital, where an hcp measured an unspecifed glucose measurement and provided unspecifed treatment for the diagnosis of hypoglycemia. It was noted an hcp meter glucose value of "13" was obtained, however it is unknown when this was obtained in relation to the reported issue. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 11.50 mmol/l was compared to a competitor brand meter reading of 1.30 mmol/l. When the results were plotted on a parkes error grid, fell into the e zone showing the difference in values to be clinically significant. The length of sensor wear was unknown. It is unknown whether the customer noted a trend arrow on the device. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.